Event description:
It was reported that during a surgical procedure involving an advance xp sling the sling would "pop off" the trocar, having to reset the insertion process. The sling was attempted to pass through the stab incision multiple times but it kept popping every time. A tying suture around the end of the trocar allowed the sling to be implanted on the proper location. No components were removed. The patient did not experience any further complications. No more information available at the moment. Should pertinent additional information become available, it will be provided.